Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the clinic reported the depth gauge was sent for inspection since they believe that the measured lengths of the screws are not exact. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Article & lot number do not match therefore not able to review DHR. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation of the complained depth gauge has shown that both items do not belong to each other. It looks like that several instruments may have been sterilized together and then reassembled wrong. The article numbers on the outer body as well on the inner scale should be the same, the returned outer body reads 319.10 and the returned inner scale reads 357.791. I would suggest that you find out if the other parts are still in use (wrong combination) and make sure that it is not used as they may have problems with the measured screw length. Please ensure to interchange both instruments. No product or material fault could be detected. Device was used for treatment, not diagnosis.